Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
It was reported that for a peritoneal dialysis patient's last four treatments he did not drain or fill properly. He would fill and drain slowly and not for the correct amount. No fibrin was found, however the patient has been using heparin as a precaution. The patient went to the doctor and was rushed to the hospital due to high level of toxins.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.